Event description:
Boston scientific received information that post implant of this device noted there were some dropped ventricular beats and the patient's heart rate was in the 30's. The interrogation showed all numbers were fine and within normal ranges. A chest x-ray was taken which again showed normal placement. The lower rate limit was programmed to 50bpm and boston scientific technical services (ts) suggested that the device is functioning per programming. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.